Manufacturer narrative:
D10 concomitant products: gm-875, gm-875 biosyn* 5-0 vio 75cm cv22 x36 (lot#:d3l3995y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a wisdom teeth surgery, several needles broke in two while inside the patient. A new suture was used to resolve the issue. There was no patient injury.